Manufacturer narrative:
Product evaluation: the associated complaint device was returned and evaluated. A visual inspection identified grayish to black markings on the articular surface of the femoral head and its distal face leading into the taper are most likely due to metal transfer. Grayish to black markings on the ID surface, face of the ceramic liner, and the ceramic femoral head appear to be metal transfer from contact with a metal component. The rim of the shell found scaring on the face near the liner removal slot. This most likely is the result of contact with the liner removal instrument during removal. This indicates the liner was secure in the shell. The clinical/medical team concluded, this complaint reports the revision of an r3 constrained shell and liner due to "grating". There is no supporting clinical documentation provided for review. However, the explants were returned and evaluated, noting that markings on the ceramic liner could be the result of femoral impingement, which could be a possible explanation of the reported grating noise. Based on the lack of information, a thorough clinical assessment is unable to be performed at this time. If new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to exchange r3 shell, ceramic delta ball head and ceramic delta insert.